Event description:
It was reported in the american college of obstetricians and gynecologist, volume 99, no. 6, 1067-1072, 6/2002 that the pt sustained a urethral injury from a sling procedure. The pt had a history of prior retropubic surgery. Dense fibrosis could be felt in the retropubic space of the pt during the slow advancement of the trocar. In this case the urethra was possibly dragged into the path of the trocar due to dense fibrosis.